Event description:
Ralc45 dlu was inserted into proximal rectal and close button was pressed to close into range. Remote control would not respond to command and ralc45 would not open using manual release. Proximal side of tissue was removed with competitive device.